Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was not observed or duplicated during the device evaluation. However, review of the device logs found that language software installed had become corrupted. The language software was re-installed to resolve the report. It could not be firmly established how the language software became corrupted. The device was recertified and returned to the custmer. Analysis of reports of this type has not identified an increase in trend.